Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The measurable dimensions of the returned screws were checked and found to be in compliance with the technical drawings and specifications. The values were also in compliance with international standards. No product fault could be detected. The information given did not provide sufficient evidence for an exact determination of the failure reason. This complaint has been determined to be indeterminate. (B)(4).

Event description:
Screw bent during insertion, metal shaving came off. This is 1 of 1 report for this complaint (B)(4).